Event description:
ECG leadwire mixup on ge/marquette mac 5000. An unidentified employee is believed to have switched the v5 and right leg leadwires on a ge/marquette mac 5000 ECG unit. Ecgs were taken on pts for more than 90 days before this problem was discovered by a cardiologist reading daily reports. The facility uses a rotating system of cardiologists, and time passed before it was discovered that several pts were diagnosed with similar problems when they otherwise should have had normal ecgs. This is the second time the facility has experienced this problem with a mac 5000. After the facility's initial experience, the facility contacted the MFR, and they reported that no other hospitals had complained about this type of event and that they had no recommendations for the facility to take. The facility has not contacted them since this second experience. The facility, however, devised a color-coded system for the leadwires at the proximal end and the corresponding plug on the ECG cable as a remedy to this occurrence after the facility's first experience. No inappropriate treatments have resulted from these inaccurate ECG readings.